Manufacturer narrative:
The device was returned, and the evaluation found that foreign object coming out of the nozzle. Should additional relevant information become available, a supplemental report will be submitted. The customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material coming out from the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No physical damage was found where the foreign material remained. Reprocessing was confirmed to have been completed in accordance with the instructions for use (IFU). Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The subject event can be detected and prevented by implementation in accordance with the below IFU. - evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.